Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 210 mg/dl. The customer stated that she got no delivery alarm then her screen went completely blank. The customer was advised to insert new aaa alkaline battery. The customer stated the display did not return. The customer could not finish troubleshooting because he had to leave for work. The customer was advised to call us back so we could finish the troubleshooting.